Event description:
The pt had high lv thresholds. A chest x-ray revealed lead dislodgement. Bi-ventricular pacing was programmed off temporarily until a lead revision procedure can be performed. No additional info is available at this time. Should additional info become available, this event will be updated.